Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The data log shows a one-hour downward trend in motor current, followed by a motor current spike, with observed low pump flow and suction. During the motor current spike, snr and contrast values of the optical signal dropped to 500 and 10, respectively. No change was noted in the light. The lamp value was slightly elevated, and a minor downward shift was observed in the gain values. Additionally, central venous pressure (cvp) was 300. The cause of the low pump flow was unable to be determined without the return of product.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported the patient was on impella rp support and the staff stated that the pump was not functioning to its best performance. There was no patient harm.

Event description:
Us complainant reported the patient was on impella rp support and after the implant, there was a ¿placement signal not reliable alarm¿. Position was confirmed and deemed appropriate. Staff monitored. Furthermore, the staff stated that the pump was not functioning to best performance.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows a one-hour downward trend in motor current, followed by a motor current spike, with observed low pump flow and suction. During the motor current spike, snr and contrast values of the optical signal dropped to 500 and 10, respectively. No change was noted in the light. The lamp value was slightly elevated, and a minor downward shift was observed in the gain values. Additionally, cvp was 300. The motor current spike followed by the loss of optical signal is most likely damage to the sensor face. Clinical mentions a rij pa catheter was placed and cxr was used to monitor position during placement and final position of swan was in the rpa; afterwards psnr alarm occurred. The mc spike and speed deviation at the time of the loss of optical parameters indicates an interaction with the pump/impeller. The root cause of the optical signal issue is likely a damaged sensor face likely due to an interaction with the pa catheter. From the data log review low pump flow was present from the start of the case. The cause of the low pump flow was unable to be determined without the return of product. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue (2917) as part of a retrospective review of optical signal issues in accordance with FDA recommendation.